Manufacturer narrative:
Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, a single leaflet device attachment, tissue damage and recurrent mr occurred. It was reported that the index mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 1. Follow up at 6 months, mr remained at 1. One year follow up, transesophageal echocardiography (tee) showed increase of mr grade of 4, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and chord rupture. The patient remained clinically stable. On (B)(6) 2020, a second procedure was performed. Two clips implanted medial and lateral to the slda, reducing mr to 1+. No additional information was provided.

Event description:
Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, the reported single leaflet device attachment (slda) per the physician is related to patient morphology/pathology (large flail). The reported tissue damage and mitral regurgitation appear to be due to the slda. Mitral regurgitation and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.